Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer found both drawers 3.1 and 3.2 were not detected on the bus, along with all cubies in both drawers, reseated cable connections on both drawers. Performed a complete hardware test and application tests for both drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer cubies were not detected on the bus, requires maintenance and user was unable to recover it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.